Event description:
On (B)(6) 2007, the patient was implanted with an scs system. The patient does not have stimulation. There are invalid electrodes on all contacts. Stimulation cannot be increased to perception. Charger can communicate fine and ipg is charged. An x-ray was taken and everything looks ok. A future explant is pending. The physician is planning to check the system intra operatively and determine what needs to be replaced.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.